Event description:
A report was received regarding an explant procedure. Examination of the patient revealed that the previously implanted ((B)(6) 2010) mandible locking plate was extruding from the soft tissue (at right body of the plate). The surgeon noted that the initial fracture was healed. The patient was returned to the o.r. On (B)(6) 2012 to remove the 2.4mm locking plate and four 2.4mm locking screws. No further treatment is anticipated by surgeon. This is report # 2 of 5 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: part numbers and lot numbers of plate and screws are not available as confirmed by the surgeon. An investigation and device history record review could not be completed and no conclusion could be drawn as there was no part or lot number provided and the device was not returned.